Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced damaged tubing. The following information was provided by the initial reporter: we have had a couple of sets where the connector part that screws into the needless connector has cracked.

Event description:
It was reported that the unspecified bd infusion set experienced damaged tubing. The following information was provided by the initial reporter: we have had a couple of sets where the connector part that screws into the needless connector has cracked.

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event is unknown; awareness date has been used for this field. G.4. Date received by manufacturer: 08nov2022. H6: investigation summary: a complaint of luers cracking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.